Manufacturer narrative:
The device was repaired by the facility biomedical technician. Paddle assembly is being returned to physio-control for failure analysis. Investigation is still in process.

Event description:
Hard paddles are not recognized by lp20. No patient use was associated with the reported event.